Event description:
Starting an admission IV for induction. New IV catheter called saf-t-intima. Good stick, good blood flash back in tubing, anchored butterfly wings, attempted to withdraw stylet and felt resistance, continued steady pull per MFR's instruction. Tubing separated from back of butterfly. Withdrew stylet and posterior portion of tubing and left butterfly with catheter in pt's vein with blood flowing out. Direct pressure was applied to site after withdrawal of butterfly/catheter until bleeding stopped.